Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed failed batt test. Customer's blood glucose levels were not included in the report. Nothing further reported.